Event description:
The issue occurred during inspection for use for a therapeutic procedure that was completed with a similar device. There was a 5 minute delay to change the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection and the customer's complaint was not confirmed; however, an additional potential adverse event was confirmed where a b31 scope communication error occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the e226 and b31 errors were likely caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. However, a definitive root cause was not determined. The events can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual for ltf-s190-5/10 "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope displayed error message e226 (scope communication error). There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.